Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, that the battery was depleting quickly, that the pump's alarm volume was too low and that the pump shut off unexpectedly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.